Manufacturer narrative:
Additional information: g3, h3, h6 correction: a1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned photo noted an assembled handle, clamshell, and adapter were visible. The handle screen was not on. Functional testing found that when the handle was removed from the charger, the unit successfully passed motor test, but the screen did not illuminate. The rear handle housing was removed and damage to the organic light-emitting diode (oled) screen was found. It was reported that the display screen was not working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue of the damaged oled screen can occur due to rough handling, such as the handle being dropped. The evaluation detected an unreported condition: field programmable gate array (fpga) reset/reprogram failures. Analysis of data stored on the handle shows evidence of fpga reset/reprogram failures. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (removed rfr code: suspsin). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical product: sigpshell, sig power sigpshell control shell, (lot #n5b1665y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handle screen did not turn on and did not show any information. Additionally, the shell could not be used with another handle because, after connecting to the adapter, it lost its use, requiring another shell to be opened. The handle and shell were replaced. There was no patient involved. Medtronic's initial evaluation of the incident found that the analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.